Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed white lines across the screen and became nonresponsive, with the user denying drops, water exposure, or heat exposure; blood glucose use was reportedly unaffected, and a replacement device was provided with instructions for data sync, shutdown, and return. Symptoms included a nonfunctional display and loss of user interface responsiveness. Outcomes included interruption of normal device operation while the user continued cgm use separately. Investigation included collection of user reports and logistics tracking for the returned unit and inspection of the returned device. Investigation of this device revealed a suspected display or screen hardware malfunction affecting the user interface, consistent with a screen failure, with no reported impact on blood glucose values. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the display.